Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Patient reported difficulty with insertion.